Event description:
It was reported that a few months following implant, the lead integrity alert (lia) triggered, and upon further investigation, it was determined that interference between the right ventricular (rv) lead and the previously prophylactically capped rv lead was resulting in noise, triggering the lia. The system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. No anomalies were found. Blood and body tissue was found on the distal end of the electrode. Concomitant products: unknown competitor pacing lead - implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
This new information is based entirely on journal literature and the subsequent information obtained through follow up with the author. Referenced article: evaluation of the necessity for cardioverter-defibrillator implantation in elderly patients with brugada syndrome. Circ. Arrhythmia electrophysiol. 2015;8(4):785-791.

Event description:
Additional information was received was obtained through follow up with the author of a journal article. No new product performance allegations were indicated. No patient complications have been reported as a result of this event.